Manufacturer narrative:
The device related to the reported event of broken device was received on january 04, 2017 with lot number 2935829. Visual analysis of the returned device identified: weight to spec, opening, red particles, crease flat. A microscopic analysis was performed which identify striated edge openings on radius side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. Further information from the reporter regarding event has been requested. No additional information is available at this time. Review of DHR for work order 2935829 did not identify any errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. Deviation number (B)(4) was referenced in DHR record for lot 2935829; this deviation is related to the verification process. DHR for work order 2935829 indicates that there was a reprocess in the primary packaging operation, however this was completed on a different serial number and this has no relation neither can cause the reported event. The DHR assembly report from sap was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order 2935829 were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device labeling: prior to use, examine the breast implant for evidence of any particulate contamination, damage, or loss of shell integrity. Do not implant any device that may appear to have particulate contamination, damage, or loss of shell integrity. A sterile back-up implant must be readily available at the time of surgery. Do not damage the breast implant with sharp surgical instruments such as needles and scalpels, blunt instruments such as clamps and forceps, or by overhandling and manipulation during introduction into the surgical pocket. Do not use excessive force during breast implant placement. Excessive force upon insertion of the implant may cause implant rupture or, for implants filled with soft-touch or highly cohesive silicone gel, cause gel fracture.

Event description:
Healthcare professional reported "implant rupture during implantation¿ . The device was in contact with the patient. It is unknown if silicone gel was in contact with the patient. Surgery was completed with a backup device.